Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation was inconclusive for a graft tear as no objective evidence has been provided to confirm any alleged deficiency with the device. It was unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instruction for use (IFU) states: aggressive and/or excessive graft manipulation when tunneling, or placement within a too tight or too small tunnel, may lead to separation of the spiral beading and/or graft breakage. The distal anastomosis should be made after tunneling or suture disruption can occur. Do not pass the cuff portion (distal end) of the distaflo bypass graft through a tunneler sheath or the tissue tunnel, as this could lead to separation of the spiral beading and/or graft breakage. Distaflo bypass grafts do not stretch (are non-elastic) in the longitudinal direction. The correct graft length for each procedure must be determined by considering the patient's body weight, posture, and the range of motions across the anatomical area of graft implantation. Failure to cut the graft to an appropriate length may result in anastomotic or graft disruption, leading to excessive bleeding, and loss of limb or limb function, and/or death. When suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption. Size the graft appropriately to minimize excessive tension at the suture line. Use a tapered, non-cutting needle with a nonabsorbable monofilament suture approximately the same size as the needle. Take 2 mm suture bites in the graft following the curve of the needle and gently pull the suture at a 90° angle. Proper sizing of the graft length prior to implant will minimize suture hole elongation caused by excessive tension. To avoid extreme stress on the anastomosis and the graft, include the patient¿s weight and range of limb motion when determining graft length, tunnel length and location. To determine the correct graft length, drape the patient to allow full movement of the arm, shoulder girdle or legs. Cutting the graft slightly longer than necessary has been reported by some surgeons to further reduce the risk of stressing the graft or the anastomosis. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while suturing the femoral (proximal) anastomosis site of the eptfe graft, the graft allegedly tore. It was further reported that the health care provider made revisions to the graft and completed the procedure. There was no reported patient injury.